Event description:
It was reported that the right ventricular lead exhibited an exit block. The device was explanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4).